Event description:
It was reported that during a da vinci prostatectomy procedure, the endowrist one vessel sealer instrument would not cut tissue. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. Visual inspection found that the snake wrist was dislodged. As a result, no cut test could be performed to verify the cut performance of the instrument and further testing could not be done. It was concluded that the damage to the instrument was like due to mishandling/misuse. Although failure analysis investigation was unable to confirm the customer reported failure mode due to the condition of the returned instrument, a review of the site's system logs showed that the instrument had three incomplete cuts throughout the procedure. No other information is available. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's snake wrist found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.